Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced apnea when the magnet was swiped during patient's seizure. Patient experienced a seizure lasting 2-3 minutes on (B)(6) 2015. After magnet swipe, patient became unresponsive and parent administered CPR. No further intervention was taken after patient regained baseline status after CPR given for a few minutes. Patient's vns settings were adjusted a week prior to normal output current of 0.5ma and magnet current of 0.75ma . Other parameters were left at default settings and autostim feature was turned on with sensitivity 5 and threshold 40%. Additional information was received that the patient was found unresponsive due to a seizure. The parents had swiped the magnet but the patient was still unresponsive and therefore CPR was performed. The nurse mentioned that there were no interventions taken and that no issues with the vns was suspected. She provided the settings as 0.75/30/500/30/50/1.0/60/500 and autostim settings as 0.75/500/60 40% threshold. Diagnostics were not noted in clinic notes per the nurse. The patient's apnea was suspected to be due to the seizure. Additional information was received that the patient has had several episodes in the past two or three weeks. There were a couple of episodes where patient had CPR performed by her parents and had visited the hospital a couple of times. Since she had her vns, she is still having these problems.